Manufacturer narrative:
Concomitant medical products: lead 383069, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and a gradual impedance rise which is now high on the right ventricular (rv) lead. It was also reported that there were high thresholds on the right atrial (ra) lead. It was noted that there was mineralisation. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.